Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, they were hospitalized. The patient stated that they experienced inaccurate dexcom readings showing around 115 mg/dl while her actual blood glucose was reportedly around 500 mg/dl. When asked about details of the hospitalization, medications, symptoms, bg and cgm reading, the patient declined to provide further information about the event. At the time of report, the patient's condition was unspecified. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.